Event description:
The reporter stated that while being inserted into a bone during foot surgery, the hexagonal articulation of the screw head was being stripped by the screwdriver. It was decided to remove the partially inserted screw. The partially inserted screw was successfully removed and a new one inserted. There were no harmful consequences for the patient.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.